Event description:
The clinician reports the implant was inserted (B)(6) 2024. On (B)(6) 2025, loosening of implant not related to bone ingrowth was verified on tooth #19. According to the information, the patient has hypertension, bruxism, osteoporosis, thyroid therapy. Observed during the event: mobility. A secondary implant was placed after removal. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.